Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were short v-v intervals on the right ventricular (rv) lead.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained tachycardia episodes and t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.